Manufacturer narrative:
The reported events of no capture, oversensing, and r wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Prior to device upgrade procedure, low sensing, oversensing, and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced during the device upgrade procedure. The patient's condition was stable following the procedure and there were no adverse consequences.